Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a cut was performed in a different location in the brain than intended (sinus), with the brainlab device involved, leading to a bleeding that needed to be stopped (at the same surgery), despite: there is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. There has been no further negative clinical effect due to this issue for this specific patient, and the surgery was completed successfully as intended. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the detected discrepancy of the virtual display by the navigation to the actual patient anatomy is one or a combination of the following factors: for the initial patient registration on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy, the registration points acquired were not adequately and sufficiently distributed. The navigation reference array and/or the patient's head in the head holder might have moved during the surgery, due to a not sufficient rigid fixation. Further factors that might have additionally contributed: the (unsterile) marker spheres used on the instruments during registration and (direct) verification of registration were not new/unused as required. Brainlab has not validated the marker spheres used by this hospital in conjunction with the brainlab navigation system, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres. Apparently the resulting shift between virtually displayed navigation information and the actual patient anatomy was not detected during the required accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for resection of a tumor with a size of ca. 35 mm, located in the parieto-occipital region in the brain (superficial, at the sinus) was performed with the aid of the brainlab cranial navigation system. A pre-operative MRI was acquired the day before the surgery to use with navigation. During the procedure the surgeon: positioned the patient in a supine orientation with head up in a non-brainlab head holder. Performed the initial patient registration on the pre-op MRI with registration points taken on the face of the patient to match the virtual display of the navigation to the current patient anatomy. Verified the accuracy of the registration on the patient's skin (not including the back of the head where the lesion was located) to be acceptable for use. Draped the patient, and navigation reference array was exchanged to a sterile array. Performed the craniotomy and proceeded with the tumor resection. Unintendedly cut into the sinus, causing a bleeding that was stopped (at the same surgery). Afterwards determined a deviation of the display by the navigation in comparison to the actual anatomy of ca. 2 cm (determined with the middle line). Completed the surgery (tumor resection) as intended. According to the surgeon: the surgery was completed successfully as intended. The unintended bleeding was stopped at the same surgery, no venous backflow complication did occur. To ensure, the patient was sent intubated to ICU and after 3h a post-op CT was done to prove that there is no negative effect to patient. There were no resulting negative clinical effects to this patient, neither due to unintended cut nor due to delay of surgery/anesthesia (of ca. 20 min). No further remedial actions were necessary or done for this patient.